Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid circumflex artery. An attempt was made to deploy a 2.75 x 23 mm xience v; however, the stent could not be deployed because the balloon could not inflate. Another 2.75 x 23 mm xience v stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.